Event description:
It was reported that a closure top was found to have migrated three months postoperatively. There are no plans to revise at this time and no reported patient impacts. Additional information was provided that two closure tops were found to have migrated post-op rather than one. This is report one of four for this event.

Manufacturer narrative:
D4 lot number: c19i0004, c19j0002, or c19j0022. D4 UDI number: (B)(4). H4: sep 21, 2019, oct 25, 2019, or oct 31, 2019. H9: 3012447612-05-01-2020-001-r. The screw was not returned, however x-rays were provided which showed the mating closure top migrated out of the screw. An internal CAPA found the cause is related to the vital mis extended tab screw housing and tab designs were more susceptible to conditions that could result in inadequate locking, such as splaying, thread movement, and reduction based issues. A review of the potential dhrs did not indicate any manufacturing issues that would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device installation. This screw is within the scope of recall 3012447612-05-01-2020-001-r.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2020-00182.

Event description:
It was reported that a closure top was found to have migrated three months postoperatively. There are no plans to revise at this time and no reported patient impacts. This is report one of two for this event.

Event description:
It was reported that a closure top was found to have migrated three months postoperatively. There are no plans to revise at this time and no reported patient impacts. Additional information was provided that two closure tops were found to have migrated post-op rather than one. This is report one of four for this event.